Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during implantation the haptic came off in the injector. The incision was enlarged to remove the lens. Another lens of the same model was implanted. The pt is doing fine. This event pertains to the patient's left eye. The inserter that was used during this event is reported under 2031924-2014-00328.